Event description:
Damaged haptic after implantation. The doctor noticed the leading haptic was separated at the tip just after implantation. The haptic piece was explanted from the eye. The iol was not explanted. Va of the patient is not impacted. Patient condition: no clinical signs, symptoms, or conditions. Health impact: no health consequences or impact.

Manufacturer narrative:
This initial and final emdr is being submitted to FDA for a reportable event that occurred outside the USA. Haptic damage is indicated as a potential malfunction related to the iol, as covered under the warnings section of the product's instructions for use (IFU). Portions of the product were returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. The iol was not returned. The injector was returned. The haptic piece that was separated at the tip was returned. Appearance check result was consistent to reported information. The dye test result showed the injector tip was properly coated. Proper coating allows the lens to advance. We could release a re-installed iol from the returned injector without any problems. No abnormalities were found in production and inspection records of the product. ((B)(4); model: 255). The exact root cause was not determined. However, based on our investigation, we believe this event was not caused by our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.